Event description:
The biomedical engineer (bme) reported that all the gz telelmetry transmitters (gzs) are in communication loss at this facility. They had a planned upgrade, and it caused the communication loss. There was scheduled work at (B)(6) to restart the unifiied gateway (ug) service. (B)(6) uses the network licensing method to validate the licenses. Due to unknown issues, investigation pending, the ug service did not start as expected. About 1.5 hours later, the ug service was able to be started again; thus resolving the issue of the gzs in communication loss. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni) for some of the devices, as attempts to obtain information were made but information was not provided. Central nurse's station, model: cns-6801a, sn: (B)(4). Central nurse's station, model: cns-6801a, sn: (B)(4). Gz telemetry transmitter(s), model: ni, sn: ni.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that all gz telemetry transmitters (gzs) were in comm loss with the central nurse's station (cns) after a planned upgrade/restart the unified gateway (ug) service. About 1.5 hours later, the ug service was able to be started again, which resolved the issue. No patient harm was reported. Investigation summary: further communication with the customer found a planned universal gateway (ug) upgrade was the source of the communication loss. The root cause is determined to be the facility's network environment. Communication loss is an error message notifying user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction.

Event description:
The biomedical engineer (bme) reported that all gz telemetry transmitters (gzs) were in comm loss with the central nurse's station (cns) after a planned restart the unified gateway (ug) service. No patient harm was reported.